Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-15018 and 15020. It was reported the patient had a scs system from a different manufacture explanted and was implanted with a sjm scs system on (B)(6) 2013. The procedure took approximately 90 minutes and the patient was in the prone position stomach the entire time. The patient stated she does not normally lay in such a position. Postoperatively, the patient experienced abdominal pain around her navel. The patient was admitted to the hospital.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.